Event description:
Following a ptca/stent procedure, a hemostatic device was placed and hemostasis was successfully achieved. However, one hr later upon transfer to the bed in the ccu, the pt experienced sudden bleeding; a different device was placed while a surgical consult was called. The pt was taken to surgery where exploration confirmed a clean puncture in the anterior wall of the common femoral artery. The device was optimally deployed within the vessel, however, the collagen was not tightly bound by the restraining suture. This apparently permitted dislodgement and subsequent bleeding. The device was removed and surgical closure of the vessel was performed. Subsequently the pt experienced transient thrombocytopenia secondary to reopro infusion. Reopro was discontinued after approx four hrs of infusion. The pt also received one unit of packed cells and ten units of platelets during the course of his hospitalization. On the day of his discharge, his platelet count had risen to 85,000, and he was discharged without sequelae.